Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. The device contained 50ml of 5-fluorouracil in 65ml of saline. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), and h11. H4: the lot was manufactured between april 3-4, 2025. H11: the device was received for evaluation containing 112ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous fluid flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.